Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Upon opening the cassette compartment, there were visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The cycler underwent an accelerated stress test and passed with no fluid leaks. The cycler tested positive for glucose. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. There were no other visual discrepancies observed during internal inspection. A review of the device manufacturing records was conducted by the manufacturer. A device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak coming from the cassette and observed fluid within the cycler during an unknown phase of pd treatment. It is unknown at which point in therapy the leak may have began. The source of the leak is unknown. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that no alternate treatment option is available. Upon follow up, the pdrn reported that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete treatment with the cycler. The pdrn elected to not provide any further information regarding patient details and of the reported event. The cycler was scheduled to be picked up and returned to the manufacturer for physical evaluation.